Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of the intubation probe with extra-glottic suction device breakthrough after less than 24 hours of use. The patient with unstable respiratory status had 78% desaturation. Emergency re-intubation was performed.